Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.2., d.4., d.6., g.3., g.4., g.5., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant surgery is planned for the future. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported right side, "rupture". Device remains implanted.